Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg was discarded.